Event description:
It was reported that during an unknown procedure the jaws of the device remained closed and locked. The surgeon successfully removed the device. Another device was used to complete the procedure. No consequences patient.

Manufacturer narrative:
(B)(4). Batch #: v95h66. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Date sent: 5/13/2022. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the nslx137c device was received with no apparent damage. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All tones were heard during functional testing. However, during the mechanical test the device required extra force to open the jaws. Upon visual inspection, of the device it was observed that the closure pin was tilt. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event.